Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/15/2014 with the following findings: a review of the pump black box data revealed multiple loss of prime warnings due to force readings reaching zero. During testing, the pump was exercised for 24 hours with no duplicated losses of prime or other warnings. The force sensor calibration did not measure within specifications. The pump case was removed, and the force sensor resistance reading was within specifications. Unrelated to the complaint, moisture was observed behind the pump display lens. A leak test was performed and failed due to a display lens leak. The display screen was difficult to read and the vibration feature did not function due to moisture damage. Further evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.